Event description:
It was reported that the patient experienced a high blood glucose event due to a bent cannula with two infusion sets on (B)(6) 2026. The event was treated with correction bolus via pump. The infusion set had been inserted in the thigh and abdomen.

Manufacturer narrative:
Initial 2 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.